Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade iii; "heterogenous hypoechoic fluid with echogenic reflector interposed between".

Event description:
Healthcare professional reported a right side rupture confirmed via mammogram and ultrasound and later a capsular contracture baker grade iii, mastalgia, pain, large bulging area towards the top of the breast, and "anxiety related to breast pain and rupture", "right breast appearing larger and sitting higher", "significantly firmer". Later, healthcare professional reported via ultrasound "heterogenous hypoechoic fluid with echogenic reflector interposed between" and "deformation and collapse". Device has been explanted and replaced.